Event description:
The customer reported that the during training when using a simulator the defibrillator delivered 120 joules instead of 200 joules. There was no pt involvement.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.